Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the esc button on the insulin pump are unresponsive. Customer's blood glucose level at the time 120mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to perform functional testing due to no button response. Unable to verify for display numbers anomaly due to no button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.